Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
It was reported that the nurse set up an IV chemotherapy to infuse via IV pump. The nurse came back to patient's room two hours after and found that the medication never infused. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint of an under infusion of chemotherapy was not confirmed or reproduced. No log review could be performed since no device or logs were returned. No testing could be performed since no device or logs were returned. The root cause of the reported under infusion of chemotherapy was reported to be a programming error.

Event description:
It was reported that the nurse set up an IV chemotherapy to infuse via IV pump. The nurse came back to patient's room two hours after and found that the medication never infused. There was no patient harm. It was found through a non-bd investigation that the event is due to a "programming error" by the user and that "there was nothing wrong with the pump".

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the nurse set up an IV chemotherapy to infuse via IV pump. The nurse came back to patient's room two hours after and found that the medication never infused. There was no patient harm.